Manufacturer narrative:
Damage appears to be a result of reported revision and implant removal. Physical analysis of the returned devices identified damages that appear to have been induced in the process of retrieving the system. No additional information is available surrounding the activities related to the incident.

Event description:
Patient underwent lead revision on saphenous nerve for undisclosed reason. During the procedure, the lead split while physician was trying to access tines and electrodes. Physician proceeded with implantation of new ipg.